Event description:
According to the initial information received, a 14mm amplatzer septal occluder (aso) was successfully implanted. After release of the aso and an angiogram, it was discovered that the patient had a partial anomalous pulmonary venous return (papvr) of the right upper pulmonary vein and the potential need for surgical repair. The decision was made to remove the aso. This was accomplished using a 10mm snare, 5f berenstein catheter and 10f long sheath. The aso was removed without incident. This event is being reported since further intervention was needed to remove the aso. No allegation of device deficiency was reported.

Event description:
Caller reported blood glucose results of 347 mg/dl on the advantage system, 160 mg/dl on doctor's system within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.